Event description:
It was reported that the patient¿s blood glucose level reached 16.9 mmol/l (304.2 mg/dl) while wearing the pod between 49 and 71 hours. It was noted that the pink slide was not visible, but the cannula did insert correctly into the infusion site and was visible upon removal. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.